Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the needle pulled off from the thread. The same issue happened with 2 devices. One of the needle was not found. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/7/2023, h6 component code: g07002 - device not returned, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was there any adverse consequence associated with the patient? - one of the needle was not found. Did the needle fall into the patient? If yes, ¿ was the needle retrieved during the same procedure? ¿ were x-rays taken to locate the needle? ¿ what measures were taken to retrieve the needle? ¿ was there any additional tissue damage as a result of searching for the needle? - does a piece of the needle remain in the patient¿s tissue? If yes, ¿ is there any plan in place to remove the needle in the future? ¿ if yes, please provide the scheduled date. ¿ what tissue structure the needle was located? ¿ what is the surgeon's opinion of consequences to the patient? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08608.